Manufacturer narrative:
The guide wire was returned for analysis. A fracture was observed near the distal end. Analysis of the fracture showed evidence of fatigue. The root cause of the fracture was unable to be determined. The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A peripheral orbital atherectomy device (oad) was used in an attempt to treat a heavily calcified, mildly tortuous, 80% stenosed right common femoral artery (cfa). The oad was advanced through the superficial femoral artery (sfa) and a partially occluded tibioperoneal (tp) trunk artery. (B)(4) treatments were performed before the viperwire advance guide wire fractured in the tp. It was indicated the tp trunk may have been too occluded that led to the fracture. The fractured component was left in a small capillary in the patient. It was noted the guide wire was at least 20 centimeters from the oad crown during treatment. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).